Manufacturer narrative:
An investigation was initiated in response to a customer complaint of an underestimated pct result following a qcv detected failure in association with the minividas® blue analyser (ref 99737, serial (B)(6)). A field service engineer (fse) investigated the issue at the customer site and performed the following actions: replacement of the scanner table. Visual inspection of the seals (unstuck dot, crystallization, misplaced or glued dots, debris, fibres, aluminum particles). Replacement of the seals. Visual inspection (in the tray, on the door, on the shield insulate plate, on the bottom of the frame). Performed a pump tester (expected value = 140). B1 value 45. Pump cleaning was performed on section b. A leak test and qcv test were performed in order to qualify the instrument. All instrument positions obtained passing tv1 and r3 values, the leak test passed. Root cause: a clogged port was found at position b1 the investigation concluded that the qcv failure was due to a clogged port at position b1. After a cleaning of the position b1, the system was qualified for use. Note: a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks that are rare and sudden. Those risks are already present and accepted into the mini vidas blue 110 / 220 v - 99737 system risk analysis. See section h10.

Event description:
A customer in the united states notified biomérieux of a qcv detected failure with the mini vidas® analyzer (ref. 99737, (B)(4)). The customer stated that the qcv failed two times in section b1. A biomérieux field service engineer (fse) inspected the customer¿s instrument and found the b1 channel and pump tube on mini vidas® analyzer were clogged. The fse cleaned all channels on section b and performed a successful pump test. All sections were retested with no errors. The last successful qcv occurred on (B)(6) 2019 and the qcv detected failure occurred on (B)(6) 2019. The customer performed a retrospective analysis for the affected time frame. A total of eight (8) samples were tested at section b during the affected time. Six of the eight samples had no interpretation changes to the initial results. Two (2) procalcitonin (pct) samples were falsely underestimated with an interpretation change. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.